Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the leak/rupture was not determined. Upon injection of the glue into the catheter, there was no resistance per operator. Injection was continuous. The injection rate was followed as indicated in the competitor¿s IFU. The event did not require medical intervention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a rebar catheter leaked in the distal section during use. The patient was undergoing carotid cavernous fistula (ccf) embolization. It was noted the patient's vessel tortuosity was moderate. The access vessel was the "ips" with a diameter of 2mm. It was reported that as per operator, they flushed the catheter with saline, canulated the ips, put one fibred boston interlock coil, then flushed with d5. Glue 50:50 concentration was taken. They noticed leak of glue from 4-5 cm above the distal tip of the microcatheter. The catheter was withdrawn and embolization was competed with another catheter. The catheter was inspected or tested prior to use. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a fubuki sheath, neuron guide catheter, tracess guidewire and glue (nbca).